Event description:
Tampon still inside me...fiber material stuck to vaginal walls [foreign body in reproductive tract] trouble urinating [dysuria] vagina smells [vaginal odour] tampon string broke off [device breakage] case narrative: consumer reported via e-mail that string broke off of tampon and tampon was left inside her. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon still inside me; fiber material stuck to vaginal walls [foreign body in reproductive tract]. Trouble urinating [dysuria]. Vagina smells [vaginal odour]. Tampon string broke off [device breakage]. Consumer reported via e-mail that string broke off of tampon and tampon was left inside her. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon still inside me. Fiber material stuck to vaginal walls [foreign body in reproductive tract]. Trouble urinating [dysuria]. Vagina smells [vaginal odour]. Tampon string broke off [device breakage]. Case narrative: consumer reported via e-mail that string broke off of tampon and tampon was left inside her. No serious injury reported.